Manufacturer narrative:
(B)(4). The lot was manufactured june 26, 2014-june 27, 2014. The device was not returned; therefore, an evaluation could not be conducted. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor contained big bubbles and did not flow. During the preparation of the device with fluorouracil, the reporter stated that big bubbles were identified prior to the no flow occurring. There was no patient involvement. No additional information is available. This is report 2 of 2.